Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. It also cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge. Reportedly, the cartridge was filled with over 300 units of cold insulin. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge successfully.